Event description:
Customer complained about sensor reading discrepancies. Customer reported that the insulin pump went into threshold suspend and also another time he received predicted high alert and his blood glucose was 140 mg/dl. Current blood glucose value is 215 mg/dl and sensor reading is 83 mg/dl. Last blood glucose value was 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.